Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed, and a 20mm watchman flx laa closure device was deployed. Transesophageal echocardiography (tee) showed a pericardial effusion. The surgeon was called, and pericardiocentesis was performed to drain the effusion. The surgeon opened the patient, and found just a blood spec on the atrial posterior wall. No further information was provided.